Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument could not be recognized by the system. The procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: no fragment(s) from reported instrument had fallen inside the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the harmonic ace instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have blade damage at the midpoint and at the tip. The blade edges were indented. Additional observation(s) : the instrument failed an energy recognition test when connected to an in-house energy generator. The instrument was found to have teflon pad damage. The teflon pad was torn at the distal end. A piece measuring approximately .335" x .075" was missing as a result. The energy recognition failure of instrument was related to blade damage. The probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage) or mishandling the instrument. The probable root cause of the teflon pad damage is attributed to use conditions. Thermal damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself.